Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced difficulty attaching the cartridge and connectors to the ilet, resulting in inability to connect supplies and use the device as intended. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no medical intervention. Investigation included product replacement logistics review and user guidance on device shutdown and return process. Investigation of this case revealed a suspected use-related attachment issue with the infusion interface, with no evidence of device malfunction identified from the information provided. It was concluded, based on previously established findings for similar reports, that the cause was user interaction during setup and connection.